Event description:
Citation: d.g. Abud, et al. Treatment of brain arteriovenous malformations by double arterial catheterization with simultaneous injection of onyx: retrospective series of 17 patients. Ajnr am j neuroradiol. 2011 jan;32(1):152-8. Doi: 10.3174/ajnr.a2247. Epub 2010 oct 21. The following report was received by medtronic (covidien) through review of literature: one complication occurred in a (B)(6) boy harboring a previously ruptured arteriovenous malformation (avm) of the corpus callosum treated in a single session. After the double-catheter injection of 5 ml of onyx through both anterior cerebral arteries (aca), most of the (avm) was excluded, but they were still able identify circulation at the posterior region of the nidus. Through the right occipital artery, access was gained into the remaining nidus and completed the embolization with the injection of 2 ml of onyx. However, the pedicle artery ruptured during the withdrawal of the microcatheter. A compatable microcatheter was noted to be used(marathon, ev3). The damaged artery was immediately treated with an injection of n butyl cyanoacrylate n- bca. The computed tomography (CT) scan after the procedure showed ventricular hemorrhage, and an external ventricular derivation (evd) was placed promptly. The patient has undergone 6-month angiographic follow-up and is asymptomatic.

Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/20966066. This report was created to capture complications related to the marathon microcatheter. The device was not returned for analysis; therefore the complaint could not be confirmed, and the event cause could not be determined. In addition, an event occurred in the patient post procedure and its cause was unknown. In addition, the lot history record review was not possible since the lot number was not reported. (B)(4). Information received from the same article as MFR: 2029214-2015-00471.